Event description:
It was reported that an ilet pump repeatedly displayed a ¿check notifications¿ message and failed to rewind the motor during cartridge insertion despite restarts, power cycling, and a factory reset; the user was trained by clinical staff and was transitioned to a backup device, and a replacement was issued. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and continued therapy using a replacement device. Investigation included user troubleshooting and replacement of the device. Investigation of the returned device revealed a suspected motor stall during rewind, consistent with consecutive stalled motor behavior affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an inability to reproduce functionality due to a suspected device malfunction related to the motor drive during rewind.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.